Event description:
Invalid result(s). Called in because she purchased 2 flowflex kits and no results displayed. No c- or t-line appeared. She followed the directions exactly. She dispensed the 4 drops into the s well. The kits were purchased at publix.

Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for cov2020150. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples have met the qc criteria. The reported issue has not been found. This complaint is not verified.